Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a poor indication of temperature while the cable was used. It was also stated that the temperature disappeared and after changing the cable the temperature was displayed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for diagnostic purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A temperature sensing catheter extension cord was returned opened without original packaging. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath (119118 lot ngevz327) the cord was then attached to a kilo device and was able to display the temperature. The sample meets the specification "plug and jack must be firmly secured to wire." Per (B)(4). The lot number is unknown; therefore, the device history record could not be reviewed. As the reported event is unconfirmed a risk review and labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that there was poor indication of temperature while the cable was used. It was also stated that the temperature disappeared and after changing the cable the temperature was displayed.